Event description:
It was reported that the device was alerting for charge circuit time out on (B)(6) 2017. It was noted that the device triggered eri (elective replacement indicator) on (B)(6) 2016 and that the patient was lost to follow-up since 2009. The device remains in use but the patient was being admitted for a device change out. No patient complications have been reported as a result of this event.